Event description:
Baxter received a report stating that cflex polar head positioner device was not holding its position, patient's head was still moving. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The head positioner is designed to position and support the patient's head in a variety of surgical procedures including, but not limited to spine surgery. These devices are intended to be used by healthcare professionals within the operating room setting. Upon inspection, baxter technician found the top section of device failed weight test. Top section pivot was worn. After replacing the top internal section of the pivot, c-flex head positioner was working as designed. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of c-flex head positioner not holding were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.